Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Investigation summary: visual analysis of the returned sample revealed that one winding former with seven needle/sutures control release, a detached needle an undispensed suture of product code vcpb725 were received to ethicon inc for evaluation. Interceed product and product related to code vcpb977h were not received for evaluation. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture were found detached since the insertion end of the suture did not meet the requirement. In addition, the sutures were examined under visual inspection and no defect related to suture were found, the vicryl suture is undyed. The pull-out has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. The following information was requested, but unavailable: could you please confirm the product code for the detached needle-suture? Vcpb725d or vcpb977h? Is there any lot number for the detached needle-suture? Could you please provide it? Procedure name? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. When opening the package, the suture had been detached from the needle and the suture had been discolored. There were no adverse patient consequences reported. Upon evaluation of the returned device, short insertion was observed in the strand.